Event description:
Customer reported a past incident of high blood glucose. There was no specific value provided as the level displayed ¿high.¿ cause was not known. Customer managed the situation by administering a correction injection via multiple daily injections and changing the infusion set. Customer service recommended consulting with a healthcare provider to discuss potential factors impacting blood glucose levels, and the customer acknowledged this recommendation.